Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis, a conclusive cause for the reported leak cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that the during a percutaneous coronary intervention (pci) procedure the indeflator inflated a balloon to 8 atmospheres (atm); however, a leakage of contrast was noted below the gauge. Therefore, the indeflator was replaced with another indeflator. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.